Manufacturer narrative:
Final investigation report on returned sample.

Event description:
This case refers to a spontaneous case reported from (B)(6) hospital on (B)(6) 2015. A (B)(6) old female patient was treated with dialysis during which blood leakage was observed from the arterial fistula needle. Machine alarmed and then the nurse visually saw that the needle line was leaking. The leakage, estimated to 300 ml. The treatment was discontinued without rinse back of the blood from the bloodlines. The needle was changed and the treatment was restarted. There were no changes in clinical condition prior and after the event, hemoglobin reportedly decreased from 81 g/l to 79 g/l. Patient was given 1 bag of blood following the event and the second bag on (B)(6) (next treatment day). No further information has been provided.